Event description:
Ascites [slurry] [ascites]. Florid chemical peritonitis [slurry] [peritonitis]. Case description: spontaneous report received on 20-jan-2010 from a physician regarding a female pt, initials and age unknown, whose relevant medical history included robotic radical hysterectomy and pelvic node dissection (2 weeks prior to the report). During the pt's hysterectomy and pelvic node dissection, the physician had used sepra (seprafilm) "slurry". The pt was readmitted back on approximately pod (post-operative day) #5 with ascites and taken back to surgery. After 2 paracentesis, four liters of fluid was removed and was negative for urinoma. The pt was taken back to surgery and had florid chemical peritonitis. A red oil stain test was performed to rule out lymphatic fluid, which it did rule out. No further info was provided. As of the date of receipt of this report, the pt's outcome was unknown. Manufacturer's comment: sepra slurry is off label use of seprafilm.